Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that went through a lot with "the first dr." That was a butcher that tried to hurt him the first time they tried to put the device in and ended up paralyzing him on his left side. Patient said that his current healthcare provider (hcp) did end up getting the device in but he was getting more and more frustrated because he was in more and more pain.